Manufacturer narrative:
Manufacturing and expiration date information could not be provided based on the information given.

Event description:
Information was received that upon insertion, the male adapter piece had broken in the holder of a smiths medical jelco saf-t holder blood culture. When inserted, set leaked around the male adapter port, and a new device was required to obtain the blood culture.